Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not fire, locked down and would not open. The staff called the rep and finally got the device to disengage and release the handle. There was no tissue damage reported. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.